Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that on (B)(6) 2023, the infusion set's tubing disconnected due to which she experienced high blood glucose level. Therefore, they tried to treat it with a bolus via the pump, but on the same day, the patient went to the emergency room due to high blood glucose level. Her highest blood glucose level was 500 mg/dl and had high ketone level which her healthcare professional did not assess as dangerous/life threatening. Moreover, the infusion set had been used for three days. While in the emergency room, the patient received fluids of saline, insulin, and anti-nausea medication as corrective treatment which resolved the issue. After staying for four hours in the emergency room, on the same day, the patient was released with no permanent damage. Next day, on (B)(6) 2023, she again faced the same issue due to which the patient experienced high blood glucose level (450-500 mg/dl) which they tried to treat it with correction bolus via pump. She had high ketone level which her healthcare professional did not assessed a dangerous/life threatening. Moreover, the infusion set had been used for a couple of hours. Further, they replaced the infusion set and the insulin was resumed successfully. No further information available.